Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, no cause could be established that led to the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the scope exhibited fluid inside the light guide lens and advanced diagnostics fluid in the control body and scope connector. There was no patient involvement.